Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained lead noise was observed. Review of episodes showed intermittent undersensing on the discrimination channel rv to coil to can. Patient will continue to be monitored.